Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose was 43 mg/dl at time of incident. Customer treated it with glucose tablets. Customer's current blood glucose was 116 mg/dl. Customer declined troubleshooting. Customer was having calibration issues. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.